Event description:
It was reported that the implantable cardioverter defibrillator (ICD) delivered an inappropriate shock and anti-tachycardia pacing (atp) due to atrial tachycardia. The shock successfully converted the atrial flutter. Technical services (ts) was contacted, and ts discussed programming options. The ICD system remains in service. No adverse patient effects were reported.